Event description:
It was reported that the anchor broke while screwing into the bone hole. The anchor was removed from the patient and a backup device was implanted into a newly drilled bone hole to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Visual assessment of the device confirmed the reported breakage. The anchor has broken at the suture slot. As reported the patient had hard bone and the site was prepared with a 3.8mm awl. The proper instrumentation for site preparation for this anchor and hard bone application is a 4.5 mm spade tip drill or 5.5/6.5 awl-dilator. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.